Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had mold in tubes. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: mold in the tube.

Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1034912 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 1034912 (100 tubes) were available for inspection. The retention samples showed no media defects in 100/100 tubes from visual inspection. For investigation, a total of ten uninoculated retention tubes were incubated for seven days. Five tubes were placed in the 33 to 37 degree c incubator and five tubes were placed in the 20 to 25 degree c incubator. No microbial growth or turbidity of the media was seen in 10/10 incubated retention tubes at seven days incubation, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd (B)(6) mycobacteria growth indicator tubes, 7ml had mold in tubes. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: mold in the tube.